Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy due to unknown indication. It was reported that the curette was broken during decompression. Another curette was used and the procedure was completed without any problems. Product came in contact with patient. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis :(B)(4); lot# gz20k008 visual and optical inspection confirmed the instrument has broken at the coating hole. This type of damage is consistent with bend stress overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.